Event description:
It was reported that the customer's insulin pump had a failed battery test and an off/no power alert. The customer's blood glucose level was 102 mg/dl. The customer had been having battery issues for three months. Standard troubleshooting was performed. The customer does not use the recommended battery. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to corroded battery tube and battery cap contact. No low battery, weak battery, failed battery test, or off no power anomalies could be verified due to the blank display. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.